Event description:
Health care professional reporting an increase in blood leaks since february, when the facility began using f70nr dialyzer. This is the report of the second (2) of five internal blood leaks. There were two lot numbers identified among the five complaints. The pt was initiated onto dialysis with the cobec3 dialysis machine. Dialysis was uneventful until the last twenty minutes of dialysis when, blood was seen and detected in the dialysate effluent. Gross blood was evident. Accoridng to health care professional, not able to reinfuse blood, system of approximately 210 cc discarded. No pt (medical) intervention necessary. Complaint sample was discarded. Requested that any future samples be saved and to notify quality systems. MDR filed due to blood loss reported. Unable to acquire further info regarding the pt.